Manufacturer narrative:
The reported observation ¿communication issues, pc and cp¿ was confirmed and duplicated during analysis. The root cause of the observation was due to the bluetooth (ble) antenna electrical contacts not being seated into the hybrid plug p2. The ipg diagnostic logs from the field showed the bluetooth ¿ble¿ function did allow a communication session on the reported observation date. The ipg logs also showed the device had been programmed and stimulation was turned off and on. The device exhibited normal functionality during analysis when the device was in close proximity to an artemis programmer. As the distance between the returned ipg and artemis programmer increased, the ability to communicate was reduced, which is consistent with the field observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed with the tester bluetooth dongle within 3ft of the returned ipg. This test is normal performed with the ipg 6ft from the device under test. Manufacturing investigation: plano site: no issue found with DHR review. There was no rework or ncmr associated with this event.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the ipg does not stay connected to external devices. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.